Manufacturer narrative:
H4: the lot was manufactured between april 11-15, 2024. H11: the device was received for evaluation. Visual inspection was performed which showed that bladder has been ruptured. The ruptured bladder was examined for external and internal surfaces of the bladder, the rupture line and any surface defects on the stressmember. No signs of abnormality were observed on the external or internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause was due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor was ruptured during preparation of second filling. The device contained 80ml fluorouracil (5fu) and 59ml glucose having a total fill volume of 116ml. There was no patient involvement. No additional information is available.